Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. Approximately six years post filter implantation, the patient underwent an updated CT-scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least four struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. Approximately six years post filter implantation, the patient underwent an updated CT-scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least four struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, litigation paralegal. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism and extensive deep vein thrombosis while on thrombolytic and anticoagulation therapy. The filter was deployed via the jugular vein. The records note that the filter had satisfactory filter placement. The results of computed tomography (CT) scans done approximately six years after the index procedure indicate that the filter extends from the l1-l2 level to the l3-l4 level. The CT scan revealed that the maximum distance of prong perforation is 3 mm. The sagittal scan images show a 4-degree tilt superior posterior to inferior anterior. Additional information received per the patient profile form (ppf) states that the patient experienced anxiety, depression, blood clots, clotting and or occlusion of the inferior vena cava. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter had tilted, perforated the inferior vena cava (ivc) and that the patient has experienced anxiety, depression, blood clots, clotting and or occlusion of the inferior vena cava. The indication for the filter implant was pulmonary embolism and deep vein thrombosis (dvt). The patient had extensive deep vein thrombosis despite thrombolytic therapy and anticoagulation. The filter was satisfactorily placed via the right internal jugular vein. Approximately six years post filter implantation, the patient underwent an updated computed tomography (CT) scan which revealed that the filter tilted and at least four struts were significantly perforating the inferior vena cava (ivc). The radiology dictation notes of the CT scan indicate that the filter extends from the l1-l2 level to the l3-l4 level, the maximum distance of prong perforation is 3 mm and the sagittal view showed a 4-degree tilt superior posterior to inferior anterior. There was no tilt noted in the coronal view. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and depression do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.